Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in the b5, the additional evaluation findings are as follows: the bending section cover cracked and there was a angulation malfunction in the right direction due to worn angle-wire. It was confirmed the device was reprocessed on the client side prior to arriving at service business center. The device has not been used on a patient with foreign material in the device. The user did not inspect the device to detect any malfunction before using it. The device was appropriately precleaned without any delay after the procedure. All of the reprocessing accessories were without an abnormality. The manual cleaning was performed within an hour after the procedure. The device was appropriately rinsed before manual disinfection. All of the scope channels were connected with tubes when the scope was setting up into the automatic endoscope reprocessor/ endoscope washer disinfector (aer/ ewd).the forceps elevator moved up and down 3 times in water during aspiration. The forceps elevator was brushed. The forceps elevator was appropriately moved in each direction and immersed in the detergent solution. The forceps elevator flushed appropriately. The distal end was brushed with the channel-opening brush or maj-1888. There was no effect from other products/ reprocessing accessories/ aer/ewd involved on the event. The device was appropriately precleaned without any delay after the procedure. All of the reprocessing accessories were without an abnormality. The manual cleaning was performed within an hour after the procedure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope, exhibited the forceps elevator has a stain and foreign material and there was residual fluid found on the distal end. According to the initial reporter, the intended procedure was for a diagnostic procedure during preparation for use. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.